Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the haptic broke during implantation necessitating explantation and lens exchange. The lens was explanted and exchanged during the original surgery session without any injury to the patient. The device was discarded by the healthcare facility. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner risk analysis identifies the following as possible causes of "trapped/torn haptic/optic"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/damaged on closure of cartridge. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of haptic breakage in this case. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 122205568.

Event description:
On 14th january 2023, rayner received notification from a UK healthcare facility of an event that occurred during implantation of a rayone aspheric rao600c. The event description provided states that the haptic broke during injection necessitating lens explantation.